Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2019 - 00076.

Event description:
It was reported that the patient was revised three years after initial hip surgery due to loosening .

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products : g7 dual mobility liner 44mm f item# 110024464 lot# 704470. The reported event was confirmed as visual inspection found dings and scuffs on the rim of the liner and scratching on the inner radius. A large amount of bone growth was observed inside many of the shell's screw holes. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.